Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 29-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and radiculopathy. It was reported that the patient's catheter was kinked. The issue was diagnosed via imaging. The patient was getting intermittent therapy relief. Sometime the patient would get benefit from the boluses, and other times would not. When the patient was lying down, she would feel the bolus, but when standing up, she would not. The event date was not known. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. On (B)(6) 2019 a routine dye study was performed prior to pump surgery to increase the pump size from a 20cc to a 40cc and revealed a dynamic kink. It was noted the patient was still feeling their boluses so there was no urgency to replace the catheter and it would be scheduled. On (B)(6) 2019 the pump was explanted/replaced and the notes stated that the catheter was examined and no kinking was seen. The disposition of the pump was unknown. The catheter was aspirated normally. The original catheter remained in the patient. The patient's weight was (B)(6). The patient was receiving fentanyl 549 mcg for a total dose of 139.06323 mcg/day, bupivacaine 20 mg for a total dose of 5.06606 mg/day, and hydromorphone 2.4 mg for a total dose of 0.60793 mg/day. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.